Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. In this case, the valve was noted to be "stiff." The root cause of this event cannot be conclusively determined with the available information. The explanted device has not been returned for evaluation. However, this event most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd, combined with the patient's other comorbidities. The patient was noted to have end-stage renal disease and was on dialysis, which likely contributed to this event. There has been no allegation of a device deficiency. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that a bioprosthetic aortic valve, implanted for four (4) years and six (6) months, was explanted due to severe aortic stenosis with a mean gradient of 34 mmhg and a peak gradient of 60 mmhg. During redo-avr, the valve was noted to be stiff. The explanted device was replaced with a mechanical valve. The patient was found to have diffuse coagulopathy intraoperatively so her chest was packed and left open. Postoperatively, she continued to have CT hemorrhage in the ICU and received blood products. Head CT scan was performed and showed uncal herniation. Neurology determined that the patient had severe stroke with no hope for meaningful recovery. The patient's neurological status continued to deteriorate over the course of the day, pupils both became fixed and dilated, lodd of cough and gag reflex, episodic bradycardia and hypotension. The patient expired on pod #1. There was no autopsy requested.

Manufacturer narrative:
Removing the following verbiage: "in mitral valve replacement procedures, pannus can originate from the preserved valvular/subvalvular apparatus, which contain abundant collagenous protein-producing fibroblasts and myofibroblasts. Although the root cause of host tissue overgrowth observed in this particular valve cannot be determined with certainty, it seems likely that the preserved native mitral apparatus may have contributed to the initiation and/or growth of the pannus overgrowth on this valve."

Manufacturer narrative:
Device evaluated by manufacturer: the clinical observation of stenosis was confirmed through observed calcification and host tissue overgrowth. Xray demonstrated heavy calcification on leaflets 1 and 2 and moderate calcification on leaflet 3. Xray also demonstrated wireform intact and wireform distortion at leaflet 3. Wireform appeared pulled out at leaflet 3 and was exposed. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 8mm on leaflet 2 on the outflow aspect and 5mm on leaflet 1 at the inflow aspect. Host tissue on the stent circumference was minimal at the inflow and outflow aspect. Sewing ring and cloth had multiple cuts around the valve. Based on product evaluation findings, host tissue and calcification restricted leaflet mobility which led to stenosis. Host fibrotic tissue (pannus) growth is considered a part of the local host response to the initial tissue injury during surgery and as well as an ongoing response to the implanted device. The process usually results from acute and chronic inflammation, which can be triggered by trauma, a foreign body reaction, infection, or other immune responses to the implant. As such, it is extremely difficult to predict the occurrence and severity of pannus overgrowth, and the resultant pannus deposition is highly variable among patients. In mitral valve replacement procedures, pannus can originate from the preserved valvular/subvalvular apparatus, which contain abundant collagenous protein-producing fibroblasts and myofibrolasts. Although the root cause of host tissue overgrowth observed in this particular valve cannot be determined with certainty, it seems likely that the preserved native mitral apparatus may have contributed to the initiation and/or growth of the pannus overgrowth on this valve. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. A manufacturing deficiency was not identified. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The instructions for use (IFU) was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. As stated in the IFU, under observed adverse events, "as with all prosthetic heart valves, serious adverse events, sometimes leading to death, may be associated with the use of tissue valves. In addition, adverse events due to individual patient reaction to an implanted device or to physical or chemical changes in the components, particularly those of biological origin, may occur at varying intervals (hours or days) necessitating reoperation and replacement of the prosthetic device." Calcification is a structural deterioration of bioprosthetic valves in which structural deterioration is listed in the IFU. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.